Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: structural valve degeneration with thickened leaflets and restricted motion both the left and right coronary cusps, thickening, and calcification of the bioprosthesis valve on tee. Pre tavi-in-tavi cardiac CT showed calcification of the three biologic prosthesis leaflets, with reduced mobility mainly of the right and left coronary cusps, with limited opening during ventricular systole. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapient xt, s3, and s3u valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The complaint was confirmed based on evaluation of provided medical records. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. It is possible that one or more of these factors may have been present; however, due to limited information provided, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The valve serial number, implant date and event date are unknown. The investigation is ongoing.

Event description:
Through review of medical article "successful tavi-in-tavi for degenerated bioprosthetic aortic valve with severe stenosis-a case report" , corresponding author ruxandra jurcut, the following event was identified as pertaining to an edwards device: as reported, approximately four years later, the patient presented with progressive worsening of heart failure symptoms. The tee showed structural valve degeneration with thickened leaflets and restricted motion of both the left and right coronary cusps, thickening, and calcification of the bioprosthesis valve, but there was no sign of valvular thrombosis or infective endocarditis. A tavi-in-tavi was successfully performed. The patient had an immediate improvement in symptoms. The patient was discharged three days post-procedure. After one year of follow-up, echocardiography showed good functioning of the bioprosthetic aortic valve with low trans-prosthetic gradient.